Event description:
Follow up information was obtained from the clinic which indicated the patient's symptoms were not related to the performance of the lead and the system was functioning normally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had pain and tingling up and down their arm and that the patient thought they had "pulled the wire loose" while they were sleeping. The patient also reported hearing a sound like a "bird chirping" and thought it was coming from the device. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).